Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump. Per sample evaluation results on 10oct2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Unit filled normally in decon and service evaluation. The l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. The device underwent pm servicing while in for repair. Cleaned condenser coil, tank, and level sensor. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. Replaced the power inlet module and cca ca card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump. Per sample evaluation results on 10oct2023, it was reported that the l-tube & double l-tubing appears distended/expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. Unit filled normally in decon and service evaluation. The l-tube & double l-tubing appears distended, expanded however water flow was not impeded. Performed visual and inspection and determined that the ac cca card and power module have degraded due to electrical overstress. The device underwent pm servicing while in for repair. Cleaned condenser coil, tank, and level sensor. Serviced the mixing and circulation pumps. Replaced the heater, manifold o-rings, drain valves, tank tubing and the coin cell. Replaced the power inlet module and cca ca card. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported event is unconfirmed, labeling, packaging review is not required. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was under the service plan. It is due for the 2000 hour preventive maintenance. It currently had the bad circulation pump.